Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dual lumen peripherally inserted central catheter (PICC). The customer reports, the catheter cracked/leaked just below the molded strain relief of the secondary extension tubing (purple extension). The customer further reports the PICC was not difficult to handle during insertion. The PICC was inserted on (B)(6) 2012 in the vein. The PICC was not difficult to secure and was secured with a steristrip. Upon placement, an x-ray was taken to verify placement. Each line was flushed on regular basis by continuous infusion with saline. Alcohol was used to clean the area including the hub. The customer reports the PICC was removed on (B)(6) 2012 and was replaced. The status of the pt is stable.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.